Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system did not boot up successfully. After reviewing the log file fse found multiple flex vision software errors. Fse reloaded the flex vision software. After reloading flex vision software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.